Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of perforation and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the perforation with the use of rotational atherectomy is a known adverse event. In this case, there is no product performance issue seen. The graftmaster was delivered and deployed, sealing the perforation. Death in this case was due to the perforation caused by rotational atherectomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal circumflex artery caused by rotablation. An ultrasound was done and a 2.8 x 19 mm graftmaster covered stent was implanted. Although there were no device issues with the covered stent, it could not seal the perforation. The perforation became larger and the patient was urgently sent to surgery where pericardiocentesis was done; however, the patient expired. No additional information was provided.